Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: the pump failed to power on. Investigation determined there was no power to the pump due to moisture damage. Investigation revealed that the battery compartment was cracked and there was corrosion in the battery compartment. Leak testing revealed a battery compartment leak. The battery cap was able to attach securely to the pump. The pump casing was opened and there was moisture damage found on the printed circuit board. The complaint could not be adequately investigated due to inability to power on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.